Event description:
It was reported the device's cuff was leaking. No patient injury was reported.

Event description:
It was reported the device's cuff was leaking. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: samples received: one (1) sample was received from p/n 67pfps45 l/n unknown without its original packaging inside a ziploc bag, in used conditions and without its certificate of decontamination. Visual inspection: visual inspection was performed at 12? Under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. Results: no damaged could be detected. Functional test: the sample was tested on leak test. The test was performed under water as per mp bivona tt-tj130 rev. 102 ? Wi-mfg./inspect instructions and av-10006853 rev. 101 - leak testing and cuff symmetry visual aid. Results: we inflated the unit, and we visually inspected it for 10 seconds, we did not observe any leakage. Then we submerged the unit under water, we did not observe any leakage. We were following massaging the cuff, we squeezed it and we moved the airway line back and forth. We did not detected any leaks during the test. Based on the analysis conducted in the sample provided, the complaint was not confirmed. No corrective actions were taken since the complaint was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.